Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this valve-in-valve procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received information a patient with a 27mm intuity valve implanted for an unknown implant duration underwent valve-in-valve procedure due to aortic stenosis and regurgitation. A 26mm 9600tfx was implanted inside the 27mm valve. No other details were provided.

Event description:
Edwards received information that a patient with a 27mm valve implanted for approximately six years underwent a valve-in-valve procedure due to severe aortic stenosis. There was no evidence of aortic valve insufficiency. A 26mm valve was successfully implanted inside the 27mm valve. The patient tolerated procedure well and left the operating room in stable condition. There were no complications. The patient was discharged on pod #4 in stable condition.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections b5, b7, d4, h4, and h6. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Reference CAPA-20-00141.